Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient's wife reported that the patient was implanted on (B)(6) 2015. On (B)(6) 2016 one of the systems was removed in an emergency operation due to infection. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.